Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The navigation system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The software investigation suspects that a hardware issue with the physical cd used with the patient exam could have had a fault which created issue throughout the operating system.

Event description:
A site nurse reported that, while in a functional endoscopic sinus surgery (fess), the system became unresponsive and were unable to move the mouse. The ctrl+alt+delete prompt did not resolve the reported issue. A hard shut down and restart of the imaging system was required. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.